Manufacturer narrative:
Evaluation revealed the target device t2 recon being the subject product. The other items reported are considered associated products. Review of the inspection records / DHR for the returned target device revealed no discrepancies; the device was documented faultless prior to distribution. Furthermore, since the instrument had been in use for a longer time (manufactured in 2011), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. A pre-surgical function test was performed on the target device. The test was carried out using the instruments and implants received and a sample lag screw step drill. The step drill passed the proximal drill holes without contact to the nail. The function of the target device returned as well as of all other returned instruments and of both lag screws was fully given. The reported event could not be reproduced. Reasons for metal contact during drilling are various. Potential causes could be e.g.: ¿deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. ¿deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. ¿loosening of the connection between nail / nail holding screw / adapter / nut (will lead to potential misalignment of nail and drill). ¿no use of drill with centre tip / unfavorable bone contour. ¿drilling without drill guiding sleeve. ¿using blunt or damaged drill. ¿high forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. ¿guide wire not removed prior to drilling ¿originally deflected k-wire potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied in appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device(s). Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure, which is supported by the considerable drill marks found on the outer surface of the nail next to the proximal bores (anterior). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. No non-conformity was identified.

Event description:
The sales rep has reported on behalf of the customer that during surgery of a t2 recon nail, two lag screws allegedly missed the nail after being lined up with the jig. The sales rep has reported that the surgeon completed surgery by using a new jig and a third lag screw, however the surgery length was delayed by 30-45 minutes due to the reported event.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown t2 recon jig. If additional information becomes available it will be provided on a supplemental report.

Event description:
The sales rep has reported on behalf of the customer that during surgery of a t2 recon nail, two lag screws allegedly missed the nail after being lined up with the jig. The sales rep has reported that the surgeon completed surgery by using a new jig and a third lag screw, however the surgery length was delayed by 30-45 minutes due to the reported event.